Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a left occipital complex dural arteriovenous fistulas (avf) using pod coils. It was noted that the patient had a type iii anatomy. During the procedure, the physician selectively advanced a benchmark 6f 071 delivery catheter (benchmark dc) in the left occipital artery then superselectively advanced a px slim delivery microcatheter (px slim) over a glide wire and the position beyond the take-off of the dural arteriovenous fistula (davf) feeders was confirmed with a superselective microcatheter injection in the distal left occipital artery. The physician then advanced a pod4 coil in order to block the distal flow of the non-adhesive liquid embolic agent. While advancing the pod4 coil through the px slim, it unintentionally detached inside the px slim; therefore, the physician removed the entire px slim with the detached pod4 coil inside. A microcatheter was again superselectively advanced into the same position and both in the left occipital artery and then in the distal occipital artery where four penumbra smart coils were deployed and detached to stop the flow of non-adhesive liquid embolic agent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device is no longer available for return as mentioned in the initial MDR; therefore, the MDR was updated accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a left occipital complex dural arteriovenous fistulas (avf) using pod4 coils. It was noted that the patient had a type iii anatomy. During the procedure, the physician selectively advanced a benchmark 6f 071 delivery catheter (benchmark dc) in the left occipital artery then superselectively advanced a px slim delivery microcatheter (px slim) over a glide wire and the position beyond the take-off of the dural arteriovenous fistula (davf) feeders was confirmed with a superselective microcatheter injection in the distal left occipital artery. The physician started to advance a pod4 coil out of the px slim in order to block the distal flow of the non-adhesive liquid embolic agent, and then retracted the pod4 coil back into the px slim. While attempting to push the pod4 coil out of the px slim, the physician noticed that the pod4 coil had unintentionally detached inside the px slim; therefore, the physician removed the entire px slim with the detached pod4 coil inside. Thereafter, another manufacturer¿s microcatheter was again superselectively advanced through the same benchmark dc in the distal occipital artery where four penumbra smart coils were deployed and detached to stop the flow of non-adhesive liquid embolic agent. There was no report of an adverse effect to the patient.